Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
"Information received by medtronic indicated that the crack in case." No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.